Event description:
Nellcor received a report that the end user experienced difficulty inserting a 4dct tracheostomy tube. The pt stated the replacement trach seemed larger than the previous one and it caused pain to the stoma when inserted. No pt harm was reported and the trach was replaced without incident.